Manufacturer narrative:
This is related to MDR number 3011632150-2023-00025. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number 3011632150-2023-00025. The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with two biomimics 3d stents (bm3d), a 5.0 x 150mm stent (the subject of this report) and a 6.0 x 80mm stent to treat a restenotic lesion in the superficial femoral artery (sfa) ostial to distal third in the right leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on (B)(6) 2022, an occlusion was identified. It was reported as not related to the device and not related to the procedure but due to a worsening of the pre-existing condition. It was reported as target lesion related. The patient presented for an ultrasound on (B)(6) 2022, which revealed an occluded sfa but the patient stated that she was relatively asymptomatic. The physician decided at the time to repeat the examination in 6 months and no intervention was planned. On (B)(6) 2022 an intervention was conducted which involved pta / standard balloon angioplasty and laser atherectomy on the sfa ostial to distal third segment. The intervention was reported as a target lesion revascularisation (tlr) and a target vessel revascularisation (tvr). The outcome was reported as resolved/recovered. The devices remain implanted.